Event description:
It was reported the pt did not obtain stimulation during the trial procedure after trying 3 different trial leads. All 3 leads had the same lot number trouble shooting during the procedure including checking connections did not resolve the lack of stimulation. The pt experienced pain on the opposite site, therefore the physician opted to abort the procedure. The case was extended approximately 30 minutes follow-up identified 2 of the 3 leads had high impedance which prevented intra-operative testing. It was further reported the pt was still experienced pain in recovery. The physician decided to explant the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.